Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the insulin pump had pump error alarm. Customer reported insulin pump had no motor movement or negligible movement. Retries to free a stuck motor failed. Customer reported they were able to clear the alarm. Customer stated they were unable to rewind the insulin pump. Customer reported insulin pump was exposed to magnetic/ magnetic resonance induction. No harm requiring medical intervention was reported. The customer will discontinue to use the device.

Manufacturer narrative:
Retainer = black customer returned the insulin pump for alleged pump error 38 alarm and magnetic field exposure found on (B)(6) 2022. The insulin pump passed all functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at .08720 inches. No unexpected pump error 37, 38, 42, or 130 alarms, insulin flow blocked alarms, or displacement anomalies noted during testing. The insulin pump history and trace files were successfully downloaded using thus. There were no pump error 38 alarms noted during testing. A review of the downloaded history files reveals on 6/8/2022 there were two (2) pump error 130 alarms (06:02 and 06:46), eight (8) pump error 43 alarms (between 06:42 and 06:52), four (4) pump error 37 alarms (06:46, 2x 06:47, and 06:59), and three (3) pump error 38 alarms (06:59, 07:01, and 07:20) that had occurred. No evidence of physical damage or moisture damage on the electronic assembly (electric board 1 and electric board 2) however, found moisture damage on the motor, force sensor, and corroded motor home switch. The pump error 37, 38, 42 alarms that are found in the history files on 6/8/2022 (event date) are due to moisture damage and corroded motor home switch. Pump error 130 mfda alarm is confirmed and it is expected if insulin pump experienced strong magnetic field (the insulin pump behaved as expected). A test p-cap does lock into place inside the reservoir compartment properly. The following were noted during physical inspection: scratched case, cracked battery tube threads, cracked battery compartment at the corner of the belt clip rails, cracked select button keypad overlay, stained keypad overlay, missing serial number label, end cap address label faded, and pillowing keypad overlay. Pump error 37, 38, and 42 alarms are confirmed due to moisture damage and corroded motor home switch. Pump error 130 mfda alarm is confirmed and it is expected if insulin pump experienced strong magnetic field (the insulin pump behaved as expected). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.